Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) migrated to the patient's breast bone and it hurt when they touched the area. The device remains in use. No further patient complications have been reported as a result of this event.